Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the incoming pulse test with associated service code 203. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming pulse testing with associated code 203 - pulse test fault. The cause of the pulse test fault is intermittent connections between the computer / analog (ca) and defibrillator boards. The cause of the intermittent connections is oxidized connectors cannot be positively identified. No adverse event resulted from the intermittent connectors. The last pt to use this monitor did not report any deficiencies.